Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of air/water leakage from the channel was confirmed due to a pinhole on channel tube. The device evaluation found the reportable finding of connecting tube had coating peeling (1mm2 or more). Additional non-reportable findings were: air/water leakage from the channel due to a pinhole on channel tube, water tightness was lost due to deformation of electrical connector, adhesive on bending section cover had a chip, connecting tube had a wrinkle, control unit was sticky due to water leakage, bending angle in up direction did not meet the standard value due to wear of angle wire, forceps could not be inserted smoothly due to a dent on channel tube, channel cleaning brush could not be inserted smoothly due to a dent on channel tube, light guide lens had a crack, indication on grip was peeled, electrical connector had corrosion, bending tube had a dent, up/down angulation lever plate was sticky, connecting tube had a dent, connecting tube had a buckling, and connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope had air/water leakage from the channel. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: connecting tube had coating peeling (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that due to stress from use, external factors, or handling, the insertion coating peeled. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 "inspection of the endoscope" . 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.